Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent an av node ablation. Electrocautery protection was programmed to voo 80, however, every time the physician started to ablate, pacing inhibition was observed for greater than two seconds of asystole. Boston scientific technical services (ts) discussed the defib detect circuit and the intended function. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.